Event description:
On (B)(6) 2024, the patient was given PICC maintenance to replace the clear needleless connector, when the clear needleless connector was opened and pre-flush was given, it was found that the connector was leaking, and a new clear needleless connector was given immediately, which could be used normally with no leakage.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Additional information: details added to b5 from customer. Due to these details, a code updated to crack from leak/splash. Correction: expiration date and device manufacturer date corrected from first submission. Investigation results: no samples were received for investigation of (B)(4), in which the customer has stated: ¿when the clear needleless connector was opened and pre-flush was given, it was found that the connector was leaking¿. The product in use at the time is reported to be a mz1000 china from lot 23045323. Further correspondence from the customer confirmed that they observed cracks at the end connecting the infusion set. The customer also confirmed that the reported incident was observed after a day of infusion, as a result the patient was under infused. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 23045323 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz1000 china product in the past 12 months.

Event description:
Additional information from the customer: there are cracks. There are obvious cracks at the end connecting the infusion set.